Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female who underwent breast augmentation revision with 375cc mentor memorygel breast implants experienced right sided breast pain with a lump post procedure. Magnetic resonance imaging was performed, and the presence of radial folds indicative of possible right sided rupture and bilateral capsular contracture were found. Ultimately, it was determined the patient was experiencing bilateral baker grade iii/IV capsular contracture. The capsular contracture was stated to be more pronounced on the right side. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2021. The right sided issues were reported initially under 1645337-2021-12752 on (B)(6) 2021. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) hispanic female who underwent breast augmentation revision with 375cc mentor memorygel breast implants experienced right sided breast pain with a lump post procedure. Magnetic resonance imaging was performed, and the presence of radial folds indicative of possible right sided rupture and bilateral capsular contracture were found. Ultimately, it was determined the patient was experiencing bilateral baker grade iii/IV capsular contracture. The capsular contracture was stated to be more pronounced on the right side. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2021. The right sided issues were reported initially under 1645337-2021-12752 on (B)(6) 2021. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.